Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer could not get her insulin pump to go into the rewind mode. Her infusion set unhooked from the cannula part. The customer's blood glucose level was 421 mg/dl. She noticed irritation directly at the infusion set site. The customer was hospitalized due to her diabetes. She went to her health care provider because of a fever. The customer also reported that her feet had blisters that appeared to be infected. The product was not returned. Nothing further to report.